Event description:
It was reported that the patient's blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. The download data shows no timeouts or drive stalls indicating no struggle to deliver insulin. Although no kinks were found, fluid was observed to be diverted from the fluid path through a tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred.